Event description:
The customer tested his blood glucose using his dex meter and received a reading of 228 mg/dl. He retested using his breeze meter and received a reading of 94 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.